Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state. Opened unit,passes interior visual inspection. Performed receiver download with main board separated from ui-u1. The receiver download contains no issues related to complaint. Unable to perform 'try it' test or vibration test using communication tool due to continuous initialization. Functional test could not be performed due to continuous initialization. The reported event of a an intermittent vibration was undetermined. A root cause could not be determined.